Event description:
Initial reporter indicated that their patient who was implanted on (B) (6) 2010 has left vocal cord paralysis. It was reported that the surgical procedure was normal, no long exposure of the nerve and no extra manipulation of the nerve. The vns was programmed on two days after implant and has since been programmed off. The patient is a phonetic and will start orthophonic therapy.